Manufacturer narrative:
(B)(4). G2: foreign ¿ japan -visual evaluation of the returned product identified damage to the sterile packaging (blister). Sterility has been compromised. Item 51-103160 lot 7008438 was noted to contain white debris in the sterile packaging, however, as the debris was not initially reported, no further investigation was performed. -review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. -the reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. -the condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. -the reported event has been confirmed by evaluation of the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during inspection of stock, the sterile packaging was found damaged. There was no patient involvement. No further information has been provided.